Event description:
It was reported that the pt experienced pain and severe spasms in their back and legs for about three weeks around last pump refill. The pt was seen for medication adjustments. In 2008, a catheter access dye study was attempted however, they were unable to aspirate the catheter. The pt was referred to a neurosurgeon and will be seen later this month. The pt had morphine and baclofen in the pump previously as well as a trial of fentanyl. The pt's pump contained compounded baclofen; the pt was being managed on oral medications for symptom control at the time of this report. Per the reporter, the pt has had ongoing neurological issues following a laminectomy in 7/05. The pt has had loss of strength in his legs as well as difficulty with bowel and bladder which required treatment with catheters, enemas and laxatives. These neurological issues are unrelated to the pump system. Also about a yr ago the pt was diagnosed with a thoracic tumor which was also reported to be a separate issue and unrelated to the device system. The pt also had unspecified "abdominal problems".

Manufacturer narrative:
Results code used for the catheter.